Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what type of procedure was the device used in? Was there bleeding? If there was bleeding how much blood was loss (ml)? If there was bleeding did the patient require any additional treatments? If yes, please explain.

Event description:
It was reported that during an unknown procedure, staplers didn't completely come out of the cartridge. Prior to firing, the surgeon closed the device after positioning it on the bronchus, and then tried to fire. However, it stopped in the middle of firing, then didn't completely finish. Staplers didn't form well and on top of that, they were not bent. The tissue was cut without complete stapling. The surgeon sutured manually to complete the procedure. There were no adverse consequences for the patient reported.